Event description:
It was reported that a device was used during a low anterior resection. The surgical event was without incidence. Three days post operative, pt developed nausea and fever. It was identified that the pt developed a leak anteriorly in the anastomosis. Pt was taken back to surgery on third post operative day. A loop ileostomy was placed.